Manufacturer narrative:
Device passed the self test and displacement test. However, pump error 54 and pump error 3 alarm found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 4.1 mmol/l at the time of incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.